Event description:
It was reported that during a coronary stent procedure in tortuous anatomy, the physician experienced difficulty crossing the lesion. While pulling back, the delivery system became stuck on the wire. The entire system was removed without incident. No pt injuries or complications occurred.